Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/17/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Correction to the product analysis. The analysis was reopened after the supplemental was sent and the following correction was made to the conclusion. Originally, it was reported: further inspection revealed that the polyamide conduit was bonded over its entire exposed length to the sidearm assembly causing tension on the deflection mechanism, ending on a puller wire breakage. During the analysis investigation it was found that an improvement on the manufacturing process was implemented in order to avoid this kind of failure. This catheter was manufactured prior to the implementation of these improvements. The customer complaint has been verified. Based on the available analysis results, complaint appears to be caused by internal bwi operations; specifically during manufacturing process. Updated conclusion: further inspection revealed that the polyamide conduit was bonded to the sidearm assembly causing tension on the deflection mechanism, ending on a puller wire breakage and causing the deflection issue. The customer complaint regarding a deflection issue has been verified; however during the analysis the catheter was not stuck. The customer complaint regarding the catheter getting stuck in a deflected position cannot be confirmed. Based on available analysis results of the puller wire broken observed; failure mode appears to be caused by internal bwi process, specifically the manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® sf uni-directional nav catheter and the deflection became stuck. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the puller wire was broken near the anchor pin. This condition could not allow the deflection test to be performed, however the thumb knob of catheter was working and it did not get stuck at any moment. Further inspection revealed that the polyamide conduit was bonded over its entire exposed length to the sidearm assembly causing tension on the deflection mechanism, ending on a puller wire breakage. During the analysis investigation it was found that an improvement on the manufacturing process was implemented in order to avoid this kind of failure. This catheter was manufactured prior to the implementation of these improvements. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified. Based on the available analysis results, complaint appears to be caused by internal bwi operations; specifically during manufacturing process.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch sf uni-directional nav catheter and the deflection became stuck. After 30 minutes of procedure, the deflection of the catheter broken. The catheter was changed to another one and the procedure was completed. There was no patient consequence. Upon request additional information was received on the event. The curve of the catheter was stuck in a fully deflected position with full tension on curved tip and unable to relax. It was impossible to change the curve. There was also difficulty in removing the catheter. This event has been assessed as MDR reportable because it could potentially cause patient harm.